Manufacturer narrative:
Batch review performed on 17 september 2019: lot 157018: 30 items manufactured and released on 20-apr-2016. Expiration date: 2021-04-05. No anomalies found related to the problem. To date, 24 items of the same lot have been already sold without any other similar reported event.

Event description:
On the 6 september 2019 we were informed of a revision surgery performed on the 10 september 2019 almost 2 years and 8 months after primary due to unscrewing of the insert screw. No torque limiter used during primary. The surgery was completed successfully.